Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed. A field service engineer unable to replicate the problem, performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failed. Customer confirmed that the malfunction occurred when user tried to issue medication to patient and there is no delay, they able to get medication from another station. There were no adverse events or injuries reported based on this event.